Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level was elevated to 412 mg/dl on (B)(6) 2013 at around 8:00 pm. The patient's mother administered 4 units of insulin via the infusion device. At 10:00 pm her blood glucose level was 373 mg/dl. She changed the infusion device's accessories and administered another 4 units of insulin. At around 12:00 am her blood glucose level was 350 mg/dl. The patient was switched to her backup infusion device and her blood glucose levels returned to normal. The patient's father thinks the piston in the infusion device is damaged and the device is not delivering enough insulin. The patient did not require medical assistance from a healthcare professional to address the issue. The accessories were discarded; the infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.